Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open but loose. Visual inspection of the channel springs showed that the springs were not in contact with the anvil side. A loose fully formed staple was observed on the proximal end on the jaws. Staple pushers were sub-flush to flush with the cartridge. The underside of the center of the cartridge was observed to be narrow. Residue was observed in the distal end of the channel. Functional testing found that the reload was loaded into a representative instrument. The reload was clamped on test media, and then unclamped. Further functional testing was withheld for engineering. It was reported that there was staple formation and the staple line was incomplete. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a narrow cartridge. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic tumor resection involving tissue cutting and suturing, the reload exhibited poor staple formation, specifically not forming b-shape staples and an incomplete staple line at the distal end. The issue was addressed by re-cutting and suturing at adjacent sites and the product was replaced with the same model to continue the operation.